Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient to reset the receiver, confirm the bluetooth pairing completed, then started the sensor session which was unsuccessful. No additional patient or event information is available.